Event description:
First lens thought to have manufacturing defect (pitting on foil mirror), procedure stopped and lens set aside. Second lens suction cupped onto patient's eye, would not release. Caused central corneal abrasion in affected eye trying to get the lens off. Second lens also noted to have pitting on foil mirror. Patient code: 1789. Device code: 2975, 4001, 1528. Reference report#mw5187390.